Event description:
It was reported by repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation concluded the cause for the brakes not engaging was a broken caster lock.

Event description:
It was reported by repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.